Event description:
Post cardiac catheterization and coronary intervention, the angioseal system was inserted for closure in the right femoral artery. The physician was unable to deploy the collagen plug through the angioseal device. The angioseal system remained in the right femoral artery tract, and it became necessary to remove the device surgically.